Event description:
Additional information was received stating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014. The explanted devices have not been returned to date.

Event description:
It was initially reported that the physician was unable to interrogate the vns patient¿s device, and the physician was receiving a ¿retry¿ message on her handheld whenever she attempted to interrogate the device. Additional information was later received stating that there was not a communication issue, rather the issue was that a diagnostic test preformed on the device revealed low lead impedance (impedance value < 600 ohms) on (B)(6) 2014. Patient manipulation or trauma is not believed to have occurred. No known interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.